Manufacturer narrative:
Additional information has been requested and if received will be submitted on a supplemental report.

Event description:
It was reported that, "when the pt stood up from a seated position in the passenger seat of car, she felt a "snap" or "pop" in the hip region. Pain in the hip region proceeded after this event. Pt went to the ER in 2007. Patient was revised two days later."